Event description:
It was reported an asymptomatic patient presented in the hospital emergency room after receiving an alert for non-sustained lead noise. Post-paced t-wave oversensing was observed. The device was reprogrammed and the oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.